Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. This was a sterile, single-use device that fractured during sterilization after use. The device was not sent to another procedure after re-processing, and there was no alleged deficiency during it's single use. The device had served it's intended use and useful life, therefore, there is not a malfunction. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the guide pin fractured during sterilization after the surgery. No patient involvement.